Event description:
It was reported that while setting up for a rotator cuff repair using the quantum 2 controller, the controller alarmed when the wand was plugged in. The hospital staff attempted multiple times to clear the alarm causing a 45 minute delay, however, they were unable to do so. The procedure was ultimately completed using a mechanical shaver instead. There were no pt complications reported as a result of this event.